Event description:
It was reported that the 6600 system footswitch was sticking. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The auxiliary interface board during the service call. The system was tested and found to be working as intended and put back into service.